Event description:
As surgeon attempted to use enseal disposable tissue sealing device, an error message was given on the generator to replace the handle. The handle was replaced with the same product and the procedure was completed without further incidents.